Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023 console logs from the reported day of event are consistent with complaint and show that pump 417339 failed to start, resulting in ¿impella stopped¿ alarm (#13) due to motor current high. Repeated attempts to start the pump were unsuccessful, each time resulting in ¿impella stopped¿ alarm, but also a controller error alarm #138 ¿pump speed deviation detected by pmd¿. The pump was eventually transferred to a backup console (ic3733) where it was able to be started. Console ic7151 was tested in danvers but the issue was not reproduced, and an engineering pump and a pump simulator were able to be started without issues. There are known scenarios where pump might be unable to start for example due to clot forming during insertion, which gets dislodged during pump manipulation and/or reinsertion, but we were unable to verify this theory due to pump not having been returned for investigation. The root cause of pump being unable to start remains undetermined, although we did not find any irregularities with console operation. Repair: perform functional check of the console.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a controller failure that occurred during use of the device. There pump was switched to a new console with no harm to the patient.